Event description:
It was reported that the patient was hospitalized due to an increase in breakthrough seizures. The vns was checked at this time and diagnostics results were within normal limits. No additional or relevant information has been received to date.